Event description:
Home pt reported pac-xtra device "overfilled" him in fill 1 of treatment with no alarms. Home pt claims device skipped from drain 1 to fill 2 with only 15 of 32 minutes of drain time completed. Per health care professional, no injury and no medical intervention required.